Event description:
The physician used the savvy for pre-dilitation of a lesion in the right external iliac artery. The lesion was 10cm long, heavily calcified and 100% stenosed. However, the balloon ruptured on its 2nd inflation at five atmospheres. It does not appear that a second product was used to pre-dilate the lesion, but the stenting procedure was successfully completed. There was no report of patient injury. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. As per the reporting affiliate, no additional patient or precedural information is available.